Event description:
It was reported that the nurse called the respiratory therapist (rrt) and stated that the patient's ventilator was beeping and that alarms were going off. The patient's oxygen saturation level was decreasing. The nurse was bagging the patient when the rrt arrived in the room. The rrt tried to do an extended self test, but it stated flow sensor failure. The rrt removed the ventilator and docking station from service and placed the original "y" back on. Biomedical engineering inspected the unit and found that the ventilator was not the issue. The docking station was not providing power to the vent or secondary monitor.

Manufacturer narrative:
The manufacturer was able to duplicate the reported problem. During testing, the ventilator failed the leak test and it was not delivering any breaths. Bench testing revealed that the blower module was seized. Visual inspection revealed that two components of the blower module had shown signs of overheating. The blower module was replaced to correct the reported problem.